Manufacturer narrative:
Concomitant medical products: product ID: dtba2d1 crtd, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a low bipolar r-wave measurement noted in clinic. It was noted that the rv lead had chronically high threshold measurements. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.